Manufacturer narrative:
The reported event of a deformed deployment could not be confirmed. A more comprehensive assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. A CAPA was initiated for further investigation and did not identify a product quality issue. However, corrective actions to further enhance performance are being pursued per internal operating procedures.

Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2020, a 30mm amplatzer cribriform occluder was selected for implant. During procedure, while inside the patient, the device deformed into a "basket-like" shape. The occluder did not conform to the patient's anatomy to provide effect closure of the defect and was removed from the patient. Outside of the patient, it was observed that the metal mesh appeared deformed. A new 35mm amplatzer cribriform occluder was successfully implanted. No patient consequences were reported.